Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (monitor will not power on) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on properly was unable to be positively determined. A root cause investigation is currently underway. A supplemental report will be sent upon completion. No adverse event resulted from the monitor not powering on. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor would not power on correctly. The patient was issued a replacement monitor.